Event description:
The customer reported via phone call that she tried to bolus and noticed the buttons on the insulin pump were not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 168 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent act and up button response due to corroded keypad traces. The insulin pump had a cracked window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.